Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump trying to rewind, it comes to fill tubing and when he does that it will not let him move forward. The customer declined to trouble shoot for motor error. The customer states unable to exit the preparing to prime loop. The customer was advised to monitor pump. The insulin pump is not being replaced or expected to return for analysis.